Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that there was a revision surgery for dislocation using the blueprint planning feature. There were no issues with the primary implants.